Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that an occlusion alarm occurred. System check with tandem technical support could not identify a root cause of the issue. The customer completed a supply change and subsequently received a 2nd occlusion alarm. The customer declined further assistance from tandem technical support regarding the issue and indicated that insulin delivery was resumed. Blood glucose was 67 mg/dl.